Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. There was no damage found with the cannula assembly that would result in it leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The cause of the event could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl between 5 and 24 hours of wearing the pod. It was reported that the corrections were ineffective, and the patient had to prematurely change the pod. It is suspected it is likely due to an improperly inserted cannula. Upon removal from the abdomen, moisture was noticed under the adhesive. A new pod was applied, and treatment was resumed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of improperly inserted cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.